Event description:
Pt reported their meter/lab comparison results were 235 mg/dl (ss) versus 179 mg/dl (lab), respectively (31% difference). Tests were done 15 minutes apart. No symptoms were reported. Control test reading (113) was in range (89-133). Meter is not cleaned according to manufacturer's product recommendations lfs representative reviewed qc procedures and importance of doing control solution test. There was no allegation of harm.